Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to malfunction.

Manufacturer narrative:
(B)(4) = axle support. Additional information was requested and the following was obtained: was the device difficult to close or fire? The device had a difficulty in firing. Did both the staple line and cut line stop at the two-thirds point of the firing? Yes. Were clips or any other devices used in the vicinity? No information. Additional information requested,but unavailable: was the device able to be opened? Who removed the cartridge prior to device return? How was the cartridge removed? The analysis results found that the ats45 device was received with the firing mechanism damaged and with eight tr45w cartridge reloads present. Cartridge (a, b) tr45w, l51h0a was received fully fired and normal lockout. Cartridge (c,d) tr45w, k5ec2e was received fully fired and normal lockout. Cartridge (e) tr45w, k5aa5f was received fully fired and normal lockout. Cartridge (f,g) tr45w, l51r4l was received fully fired and normal lockout. Cartridge (h) tr45w, k5ec2e was received partially fired 3/4 fired and normal lockout. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: it was reported by the sales rep that during a vats left lower lobectomy, the firing stopped at the two-thirds point of the 3rd firing on the lung. The staples of distal end were not deployed. This device was closing and jaw opening as intended on 3rd firing. Oozing occurred. The surgeon controlled the oozing by astriction. The amount of oozing was unknown. Blood transfusion was not required. The incision line was extension within 5cm due to the oozing, there was the incision line within 10cm for this semi- open procedure from the start. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: was the device difficult to close or fire? Did both the staple line and cut line stop at the two-thirds point of the firing? Were clips or any other devices used in the vicinity?

Event description:
It was reported that during a vats bullectomy, the firing stopped at the two-thirds point of the third firing on the lung. Oozing occurred. The amount of oozing was unknown. Blood transfusion was not required. The operation was converted to open due to the oozing. Another device was used to complete the case.